Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The reported patient effect of tissue damage and hemorrhage are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via 7f sheaths prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. The suture of the first proglide device worked as intended. Reportedly, when the suture of the second proglide device was pulled and tightened in the last process, increased bleeding was noted. It was confirmed that the vessel had torn. The level of anesthesia was changed and the patient was surgically treated. There was no reported clinically significant delay in the procedure or therapy. The physician commented that the vessels of the patient were fragile due to his age. No additional information was provided.